Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct initially reported information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) is/are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that at patient underwent a revision surgery to remove and replace a mobi-c implant after it was reported that there was hypermobility found postoperatively. There was no further surgical or patient information provided.

Manufacturer narrative:
(B)(4). Report source: other survey.

Event description:
It was reported that during a survey the surgeon response to a question asking if any of four given indicators of potential adverse events had been observed between a specific timeframe and the respondent chose, device removal. Level where device implanted: c5-6, level where event occurred: c5-6, event type: surgeon wrote, hypermobility. Surgeon chose definitely device-related: there is a definitive causal and/or temporal connection between the event and the device. Condition of the patient following the event described by surgeon as, pain, neuro intact. Attempts have been made and nor further information has been provided.